Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer sat on the pump on concrete and the touch screen became shattered. Additionally, the touch screen became black and customer was unable to interact with the pump due to the damage. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.